Event description:
After an implantation time of about 29 months, this system was explanted due to inappropriate shock deliveries. There were no adverse pt effects reported.

Manufacturer narrative:
The lead was destroyed in the returned state and consisted of two lead fragments. The lead had been cut 13 cm distal of the connector pin, probably with a scalpel. The analysis found fraying of the insulation 19 cm distal of the connector pin, as well as fraying of the coating of the rope conductor to the ring electrode at just that site. This damage manifestation can, with high probability, be regarded as the cause for the clinical complaint. The fraying of the insulation requires excessive mechanical stress on the lead. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and excessive friction of the lead at the ICD housing. This is consistent with the observed sparkover trace at the ICD housing. X-ray images or diagnostic images of any other kind, which could provide info on the positional relationships of the implanted system in the body, were not available for analysis. The deformation of the vcs shock coil and cuts in the insulation are probably a result of the explanation process. A manufacturing error or material defect was not found on either the lead or the ICD.